Event description:
It was reported that high lead impedance had resulted from a diagnostic test when the vns pt was seen for a f/u visit with the neurologist. In addition, the elective replacement indicator (eri) was set to yes. There was no report of causal or contributory trauma or manipulation of the device prior to when high impedance was observed. No x-rays were taken to assess the continuity of the device. The pt subsequently had surgery where the lead and generator were replaced. The explanted generator and lead have been returned to MFR where analysis is underway.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.